Manufacturer narrative:
(B)(4).

Event description:
It was reported that several days post implant procedure, the left ventricular lead exhibited a loss of capture. The lead was explanted and replaced. There were no adverse consequences to the patient. The patient was stable post procedure.